Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed extensive internal damages (no external damage noted) on the display board consistent with mis-handling. Root cause could not be firmly established due to the observed damage. The display board was replaced. The device was also known to be in a red state for an extended period of time prior to the patient event. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.